Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been ranging between 320-400s (mg/dl). During system check with tandem technical support, the pump time was noted to be off by 8 minutes. Customer updated the pump time to the correct time.